Event description:
It was reported that the pump alarmed air-in-line during an infusion of 0.9% normal saline (ns) with potassium chloride. It was later reported that the biomed found an issue with the pump sensors and does not believe the alarms were caused by the tubing sets. Although requested, no additional information was provided.

Manufacturer narrative:
Correction: please disregard this report. After further review with clinical cad rn, it was determined that the issue is not reportable.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that the pump alarmed air-in-line. It was later reported the biomed found an issue with the pump sensors and does not believe the alarms are caused by the tubing sets. Although requested, no additional information was provided.